Event description:
Asr revision. Asr xl - right. Reason(s) for revision: unknown. Resurfacing to xl patient - this is the 2nd of 2 revisions. Please see (B)(4) for the 1st revision. Cup implant date: (B)(6) 2006. Xl products implant date: (B)(6) 2007. All products revised: (B)(6) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: unknown. Resurfacing to xl patient - this is the 2nd of 2 revisions. Please see (B)(4) for the 1st revision. Incorrect, see below. Cup implant date: (B)(6) 2006. Xl products implant date: (B)(6) 2007. All products revised: (B)(6) 2013. Update received: 14th may 2014 - advised patient is not actually a resurfacing to xl, but the xl implant was completed in 2 stages-see document for further information dates above are correct, added patient gender, added patient name, added patient initials, advised revision may have taken place in (B)(6), advised revision may have taken place in (B)(6) 2013, have kept country and revision date previously provided until confirmation is received, added stem and taper sleeve lot numbers and added products: stem and centraliser for stem.